Manufacturer narrative:
Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog#: a complete catalog# is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: the product testing could not be performed as the lens remains implanted. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to (B)(6) has been submitted.

Event description:
It was reported that a dirt was observed stuck on the middle back part of model pcb00v tecnis monofocal iol (intraocular lens) when it was implanted in the patient's eye about a month ago. As a result, the doctor performed wash with I/a (irrigation/aspiration) on the back of the lens, the dirt disappeared and the surgery was concluded. It was also noted that there was no patient injury. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In further review of the file it was discovered that in the initial medical device report, the iol serial number (B)(4) was inadvertently not included. Hence, the following fields have been updated accordingly: serial#: (B)(4), catalog#: pcb00v0205, expiration date: 6/25/2021, UDI #: (B)(4), device manufacture date: 6/25/2018. Device evaluation: a video was received on 11/26/2018 and was evaluated by sme (subject matter expert) to address the reported issue. However, it is not possible to confirm if the debris originated during procedure or related to device manufacturing process. The customer''s reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that 1 other complaint has been received for this production order. The results of that investigation found the device met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.